Event description:
On december 14, 2021 fujifilm corporation was informed of an incident that occurred during an ercp procedure. The physician observed a burn on the mucosal wall despite good sphincterotomy wire position. There is no death or other serious injury associated with this event.